Event description:
(B)(4).

Event description:
Error 51. Device history record was reviewed, no issue has been found. Device history log was reviewed, multiple errors 24 and isolated errors 51 are reported. Event is confirmed. Received pump ((B)(4)) only and confirmed reported issue of multiple error 24 alerts found in the event log. During event log review, found error 24 (8x); replaced ocs motor assembly. During downstream test, pressure outside of allowable range (low); calibrated pressures. Cleaned and post service tested. After repair, device was found to meet specification. Error 24 (unclamping error) is triggered when the pump cannot open the blue clamp of the tubing set. Force motor has been improved and is available in production since may 2016. However this error can also be linked to a clamp too stiff to be opened, therefore linked to the tubing set itself. Error 51 (defective speaker) found in the device log is known and is linked to a software issue. This error has been addressed by CAPA #(B)(4) and corrected in the latest software version available (B)(4).